Manufacturer narrative:
Evaluation, results: (root cause of the reported inflation difficulties is undetermined), inherent risk of procedure (stent damage, failure to deliver the stent), related to operational context (stent deformation most likely occurred during use of the device), device performed according to specification (the balloon was successfully inflated to rbp). Evaluation, conclusions: no conclusion can be drawn (root cause of the reported inflation difficulties is undetermined). Operational context contributed to event (stent deformation most likely occurred during use of the device), device evaluated and alleged failure could not be duplicated (the balloon was successfully inflated to rbp) (B)(4). Evaluation summary: the distal tip was slightly flared. A number of struts on the 7th and 8th distal stent segments were slightly raised and partially o verlapping. There was no stretching or necking of the inflation lumen or balloon bond. The balloon was successfully inflated to rated burst pressure (rbp). Please note that this device (resolute integrity) is distributed outside the united states; however, it is similar to the united states distributed product (endeavor sprint rx).

Event description:
An attempt was made to implant a resolute integrity rapid exchange (rx) drug-eluting stent in a patient. However, it was reported that the balloon of the device failed to inflate and the stent was not deployed. No clinical sequelae were reported.